Event description:
It was reported that during a da vinci si nephrectomy procedure that the maryland bipolar forceps instrument was noted to be burned and gouged near the pulleys. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument was burned and gauged near the pulleys. Both yaw pulleys exhibited charring and localized melting at the grip base. The charring may have been due to a breach in the insulation. Additional damage found was deep scratches on the main tube. The distal end of main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches started at the proximal clevis and extended from the clevis approximately .5760 in length. The evidence was inconclusive, but the damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.